Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recalled". Later patient reported "ruptured". This record is for the right side. Device was explanted.

Event description:
Patient reported "recalled". Later patient reported "ruptured". Later healthcare professional confirm the rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6b, h4.